Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted or explanted. Product investigation summary: the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be fractured and missing nearly the entire hexagonal tip. No definitive root cause was able to be determined; however, the failure mode is likely contributable to the application of excessive force/rough handling over 12+ years in the field. The returned 4.0mm cannulated hexagonal screwdriver is a common trauma instrument and is noted in several system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system, the returned driver is one of four instruments intended for screw insertion. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that may have contributed to the complaint condition. A design change addressed the issue of tip breakage by changing the shaft material from 440a to custom 465 in order to increase yield torque. This change was intended to result in a more desirable failure mode (stripping vs shear). The returned product was manufactured after the design changes. Device history record review: manufacturing location: (B)(4). Assembly - manufacturing date: december 24, 2003. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated hexagonal screwdriver broke during a pantalar fusion procedure on (B)(6) 2016. The screwdriver broke while inserting a 6.5mm cannulated screw into the patient. All fragments of the instrument were retrieved. No additional surgical or medical intervention was required. A ten (10) minute surgical delay was noted as a back-up instrument was being retrieved. The back-up instrument was used to complete the procedure successfully. The patient is currently listed as doing well. This report is 1 of 1 for (B)(4).